Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected no delivery/insulin flow blocked alarm or motor error alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received multiple motor error alarm and insulin flow block alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated the insulin did exit. The device will not be returned for analysis.